Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the patient had a cath that was removed on the day of the report, but so far there was no improvement and it had not been a full day. The patient was not sure if they were supposed to keep measuring. Additional information was received one day later. The patient was still voiding an awful lot. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.